Event description:
It was reported that insulation damage was noted on the right ventricular lead. The lead was capped and replaced during a change out procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.